Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing the cartridge. Tandem technical support educated the customer that reuse of cartridges may result in over delivery or under delivery of insulin. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.